Event description:
It was reported that the rep became aware on april 1st. The patients biggest concern was charging. The patient¿s complaints of shocking, was actually stinging from the pns leads which happens from time to time. This issue was resolved via the phone call to mdt technical support by changing therapy settings. The patient was re-programmed on 4/2 to resolve this issue as well mdt tech support should have several records of recharging issues and equipment being sent to the patient from mdt. Rep state they believe these are the ¿other¿ issues that the patient is referring to.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting shocking with her stimulation late one night. This occurred a short time after pt got implant but exact timing not known. Pt called into mdt and they were able to resolve issue by changing therapy settings. Caller indicates that pt has pns stimulation. Pt also made comments about having a lot of issues with the system but no other details were provided beyond the other cases that are documented for this pt. This information was shared with tss during a follow up call to caller about report of difficulty with recharging.